Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative was unable to duplicate the reported problem; however, he observed a system failure code 65 in the system fault logs. He replaced the k6a safety vent valve (part number 0119-00-0170). The system was tested to factory specifications. It functioned normally and was returned to the customer. The safety vent valve is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that when they attempted to power up the iabp while in use on a patient, the iabp generated a system malfunction (specific error message unknown) and generated a beeping sound. They were unable to obtain an ECG signal. They were planning to transport the patient within the hospital. They recycled power to the iabp, and were able to initiate therapy. No patient injury was reported.